Manufacturer narrative:
Additional information was received and reviewed. Information received confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. Further information noted additional details as the following: the damage was reported on the purge side arm of the impella 5.5. It was never visualized by us but reported from the sites clinical engineering team. It is unsure what was occurring at the moment the event was reported. Related report number. This is one of two device reports associated with the event. Refer to h10 for the related report number(s).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an automated impella controller generated intermittent placement signal alarms. Patient support continues.

Manufacturer narrative:
H6 medical device problem code a1102 was inadvertently omitted on the initial manufacturer device report.